Event description:
A consumer implanted for spinal pain reported seeing the poor communication screen on the patient programmer (pp) and being unable to communicate with the pp or the recharger. It was noted the consumer tried to charge every week to keep the battery charged, but now their stimulator wouldn't charge at all. The patient stated that 2.5 weeks ago she went to charge and it would not charge at all and the recharger showed the implant battery was dead and did not get any coupling bars. There were no traumas or falls reported that could be related to the issue. The patient reported that the last time she felt stimulation was earlier this year and the last time she recharged successfully was about 3.5 weeks ago. Approximately two months later the consumer reported nothing was done regarding the recharging and coupling issue. The consumer saw their pain management specialist who told them "there was nothing they could do and the device should be removed.&#55316;he consumer was referred back to another physician who didn't see them, but scheduled a CT scan, blood work, and a surgery date of (B)(6) 2016 to remove the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.